Manufacturer narrative:
(B)(6). The customer did not provide patient demographics such as age, date of birth, gender, weight, ethnicity or race. (B)(6). The access sars-cov-2 igg (1st is) assay was not returned for evaluation. There were no reports of system issues at the time of the event. There was no report of issues with other assays at the time of the event. No hardware errors or flags were reported in conjunction with the event. There have not been any studies yet comparing the access sars-cov-2-igg (1st is) assay to any other manufacturers. The concentration of sars-cov-2 igg in a given specimen determined with assays from different manufacturers can vary due to differences in assay methods, diversity of antibodies and reagent specificity. Results obtained with the access assay may not be used interchangeably with values obtained with different manufacturers¿ test methods. Per the who study, ¿establishment of the who international standard reference panel for anti-sars-cov-2 antibody¿, mattiuzzo et al., variability of quantitative results with the who 1st is is evident manufacturer to manufacturer and method to method. Variation amongst quantitative results of serology assays are expected even when traceable to the same who international standard. Some factors which may contribute to variability of inter-manufacturer results are affinity of the antibodies in positive samples, assay format, and clinical decision points for the assay. Although variability amongst quantitative results is expected, qualitative result should be in alignment with the results of manufacturers who also have a who traceable igg assay. There is no international consensus determining the protective antibody response for sars-cov-2. The access assays is not labelled for vaccine response detection. The performance of our serology assays has not been established in individuals that have received a covid-19 vaccine. Depending upon the vaccine administered, the antibodies generated may be different and therefore the test result may differ depending upon the specific antibody being detected by the assay in use in the laboratory. In conclusion, the cause of this event cannot be determined with the available information. This event is part of field action fa-21047.

Event description:
On 17september2021 the customer reported non-reactive covid igg results (access sars-cov-2 igg (1st is), part number c74339 and lot number 124466) were generated on the customer's dxi (unicel dxi 800 access immunoassay analyzer, part number 973100 and serial number (B)(4)). The customer did not indicate whether the results were released from the laboratory. The customer did not report a change to patient care or treatment in connection with this event. The customer noted the covid igg test results generated on the dxi (4.69 iu/ml) were discordant to the abbott alinity method (1480 bau/ml). The customer also reported that the patient was vaccinated. The customer indicated the patient had received their second dose of the astrazeneca vaccine three weeks prior to sample collection. No hardware errors were reported in conjunction with this event. System performance indicators such as calibration and quality control were passing within specifications at the time of the event. No issues with other assays was reported at the time of the event. No issues with sample integrity were reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, sample quality, centrifugation time and speed, storage temperature and other information was not provided by the customer.